Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to battery depletion. The clinician expressed dissatisfaction with regard to battery longevity.